Event description:
It was reported that the system test was passed with the affected circuit. Intubation was performed and a minute volume low alarm was confirmed. After anesthesia device was replaced it was found that the circuit was cut. No injury reported.

Manufacturer narrative:
The affected breathing circuit of type "ventstar flex 220" was provided for investigation. A crack in the flexible hose was identified and the reported symptom could be confirmed. The error pattern was evaluated and mechanical force in combination with a sharp edge was identified to be the most likely root cause for the found cracks. In case of a relevant leakage, the connected main device will post a corresponding alarm during the pre-use check. During use, the leakage will either be compensated or alarmed accordingly. The number of similar cases, related to the same symptom, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the system test was passed with the affected circuit. Intubation was performed and a minute volume low alarm was confirmed. After anesthesia device was replaced it was found that the circuit was cut. No injury reported.